Event description:
Consumer reports getting high readings on bd logic and bolus dosing by pump. Retested every 2 hours - still getting high readings (594, 512, 456), continued to bolus dose with pump. Did control solution test and test was out of range. Opened another vial of strips and reading was 61. Analysis run on clark error grid using last reported reading as ref. Point vs. Bd reading (61) yieled data points in the "e" range of the grid - outside acceptable range.